Event description:
Customer reportedly obtained blood glucose results of 35 mg/dl and 174 mg/dl on the compact plus system within 10 minutes. Customer had eaten glucose tablets 15 minutes prior to this comparison. No adverse event reported. No action taken on these results. Requested return of suspect system and replacement was sent.